Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The customer reported that prior to use, it was noted that the pad was discolored. Initial evaluation of the returned sample found the pad did not have resistance and the foil was degraded.